Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was having a catheter revision today. It was reported the patient had not been getting good therapy. It was believed there were no issues with the pump. The pump was going to remain with the same medication and the catheter was to be replaced. The pump was used to deliver gablofen (baclofen).